Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction a device problem related to the operator's technique or use environment.

Event description:
Consumer complaint of blood result reading of "hi." Customer states that he feels well and requires no medical attention. Customer's expected blood results are 150-160mg/dl fasting. Verified the strips expire 04/17/2017. Customer was unable to confirm the open date of the strips. Reviewed meter memory: (B)(6).

Event description:
Consumer complaint of blood result reading of "hi" customer states that he feels well and requires no medical attention. Customer's expected blood results are 150-160mg/dl fasting. Verified the strips expire 04/17/2017. Customer was unable to confirm the open date of the strips. Reviewed meter memory.

Manufacturer narrative:
Product returned, but evaluation pending. (B)(4).